Manufacturer narrative:
Device evaluated by MFR. Synergy xd mr us 3.00 x 38mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks and a break at 25cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Examination of the hypotube found multiple kinks and a break at 25cm distal to the distal end of the strain relief. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the delivery shaft broke. The device was removed, and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the delivery shaft broke. The device was removed, and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.